Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 5.6, 1.6; date: (B)(6) 2011, inratio2: 3.7, 3.4. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Inratio2 precision data provided by end-user: 1st inr - 5.6, 2nd inr - 1.6, mean - 3.60, sd - 2.83, %cv - 78.57; 1st inr - 3.7; 2nd inr - 3.4; mean - 3.55; sd - 0.21; %cv - 5.98. Analysis of customer's data revealed that one out of two repeated inratio2 test results comparisons did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.